Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the customer alleges loss of physiological (resistance) from the distal part of the syringe when the piston is pushed. The customer reports a modification of treatment as a result of the perforation of the dura mater. The condition of the pt is documented as fine.